Manufacturer narrative:
The investigation into the reported 'pump not detected' issue has been completed. Console logs analysis from the reported day of event are mostly consistent with complaint and show that although pump connection was detected, the console was unable to read its eeprom, therefore unable to recognize the pump and its parameters. When console was received and tested with pump simulator and an engineering pump, the issue was able to be reproduced. The root cause of the automated impella controller (aic) issue was determined to be a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant was setting up for patient to receive imeplla 5.5 support when the automated impella controller (aic) would not recognize the pump. Troubleshooting measures were taken but, the team discovered the aic itself needed replacement. The instructions for use were followed and a backup contoller used. No harm or injury noted from delay.